Manufacturer narrative:
Previous admissions for infection: MFR# 2916596-2022-14244, #2916596-2022-14357, #2916596-2022-14270. Manufacturer's investigation conclusion: the pump was transplanted (MFR# 2916596-2022-14240). A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 with worsening driveline infection. They underwent incision and drainage on (B)(6) 2022 due to emerging fistulous connection from the driveline to skin medial to exit site. Cultures were positive for pseudomonas aeruginosa and methicillin-resistant staphylococcus epidermidis (mrse) with deep extension toward mediastinum and was treated with meropenem. On (B)(6) 2022 the patient was reactivated for transplant status 2e.